Manufacturer narrative:
Correction: h10, h6 (evaluation conclusion codes) block b3 (date of event): the exact date of the event is unknown; however, it was reported that the aware date was on (B)(6)2019. Therefore, the provided event date, (B)(6) 2019, was chosen as a best estimate. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): problem code 1454 captures the reportable investigation results of shrink sleeve detached. Block h10: visual examination of the returned device revealed that the shrink sleeve was detached. Based on the complaint information the customer did not clarify when the event occurred. It is assumed that the event occurred during preparation, because of the device shows no signs of a medical intervention. The issue noted they are known issues caused during manipulation of the device during the preparation. However, all outer diameters were found within specification. The sensor wire has the shrink sleeve detached, it is possible that operational factors, such as user technique/handling during preparation, could be contributed to the observed sleeve detached.therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a procedure.according to the complainant, the outer jacket has come off.there were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve detached. Please refer to block h10 for full investigation details.

Manufacturer narrative:
The exact date of the event is unknown; however, it was reported that the aware date was on (B)(6) 2019. Therefore, the provided event date, (B)(6) 2019, was chosen as a best estimate. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Visual examination of the returned device revealed that the shrink sleeve was detached. Based on the complaint information the customer did not clarify when the event occurred. It is assumed that the event occurred during preparation, because of the device shows no signs of a medical intervention. The issue noted they are known issues caused during manipulation of the device during the preparation. However, all outer diameters were found within specification. Therefore, the most probable cause of this complaint is unintended use error caused or contributed to event since it is the most likely that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a procedure. According to the complainant, the outer jacket has come off. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve detached.